Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment with vancomycin (dose, route and frequency were not reported). One day later, the patient began treatment with fortum (dose, route and frequency were not reported). At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
One day after onset of the event, the patient was hospitalized for the event and was discharged six days later. At the time of this report treatment was completed and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.